Manufacturer narrative:
On (B)(6) 2010, a surgical drain was being removed post total hip replacement. When the surgeon removed the drain, the tip was missing and the edges of the drain were jagged. The nurse that was present said that resistance was met when it was being removed and the surgeon pulled it forcibly and it broke. The drain was reported to be sutured in place. The surgeon left the retained piece in with the plan to observe the pt. The pt then developed an infection and required surgical intervention to remove the retained piece. She was subsequently discharged. The sample has not been returned for eval. A root cause for the break has not been confirmed. The description of a jagged break in the drain suggests that the break may be the result of mechanical damage from the suturing needle. When the drains are tested for tensile strength and torn artificially, the tear is straight and not jagged. At this time, we have no info to suggest any defect caused the incident. Due to the reported incident, this medwatch is being filed.

Event description:
Surgical drain broke upon removal. Pt required surgical intervention to remove the retained piece.